Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens, +24.5 diopter, and the haptic tore. The lens was removed with no patient injury and the backup lens was implanted. The patient's post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
(B)(4).